Manufacturer narrative:
Corrected information in lot number. The device was not returned and no photos were provided. There fore no evaluation could be performed, no results are available, and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00085 thru 3003853072-2017-00087.

Event description:
It was reported that two final drivers fractured during surgery while trying to loosen a blocker after it was final tightened. The surgeon felt the torque limiting handle allowed for excessive force to be placed on the blocker during final tightening. An alternative screwdriver was used to loosen the blocker and the fractured pieces of the drivers were removed from the wound. There were no reports of patient injury associated with this event. This is report one of three for this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured off. The cause cannot be determined since the mating torque limiting handle was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.